Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 8, 2024, a removal surgery was performed because bone union was achieved. The lateral screw and the internal screw were removed. The lateral side of the locking screw had not been locked. The plate was removed. The shaft part of the broken screw remained in the bone. The screw shaft part was left in the bone and the wound was closed because the screw shaft in question did not protrude excessively and a large hole had to be made in the bone to remove the screw shaft. Another screw shaft, which was broken during insertion, also had remained in the bone. The removal surgery was completed successfully without any surgical delay. This report captures the screw shaft that was broken off during the removal surgery was left in the bone and the wound was closed. This report is related to (B)(4) which reports regarding the lateral side of the va 2.7mm locking screw was broken off after the primary surgery. The primary surgery has been reported in (B)(4) which captures another screw shaft, which was broken during insertion. This report is for one (1) unk - screws: 2.7 mm va locking. This is report 1 of 1 for complaint (B)(4).